Event description:
A bood glucose test was done on a pt. The device gave a reading of "hi", 20 minutes it read 96mg/dl. Later the blood glucose was tested again and results were 467 & 550mg/dl. A lab was drawn and the result was 132mg/dl. No treatment was given. Controls were in range. A request for the return of the suspect device was requested. The customer refused replacement.